Event description:
It was reported that a pt diagnosed with degenerative scoliosis underwent spinal procedure with implant of rod/screw fixation at l1-l5. No implants at l4 due to deformation of pedicle. Post-op, a pedicle screw was broken at left l5. There were no pt complications and no revision surgery has been planned.

Manufacturer narrative:
(B) (4). The device or applicable films have not been returned to medtronic for eval. This device catalog # is not approved for use in the us; however, a like device catalog # 75446540, (B) (4) is cleared in the us. Unable to determine cause of the event.